Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient death occurred on (B)(6) 2017 and a request was made for a review of patient related data associated with this event. The customer has not alleged that any device malfunction occurred however it could not be determined if use of the device may have been a factor in the death therefore a report will be submitted.

Manufacturer narrative:
The customer contacted the philips medical technical response center for remote support in order to get assistance in gathering data retrospectively. No onsite evaluation of the product was requested or provided. The customer indicated that the bed in question was bed 336 and submitted log data to philips which was reviewed. The log data indicated that both "brady and"asystole alarms occurred which were silenced at the central monitor. The customer was assisted in retrieving patient related physiological data for their records. The customer indicated that the patient death occurred but did not allege a malfunction of the product. The customer has not alleged that the device was a factor in the death of the patient. No malfunction occurred. The device remains in use.